Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2005 after the use of the product.

Manufacturer narrative:
The additional information received alleged that the patient experienced sudden cardiac arrest on an event date which is approximately one year and two days before the initially reported event date. Therefore, the additional information pertaining to this event (event type and event date) differs from the initial information received. Additional information has been requested to clarify the details surrounding this event and any relevant additional information will be submitted upon receipt accordingly. This is one of three device reports that are associated with this event; the associated MFR report numbers are 1225714-2014-15741, 1225714-2014-15742, and 2937457-2014-03562.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products.